Event description:
Infusion syringe pump keeps alarming for check plunger.====================== health professional's impression======================n/a====================== manufacturer response for med infusion pump, med infusion pump======================manufacturer is aware of the problem and is researching the cause.